Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced fluctuating glucose levels with reported readings as low as the low 50 mg/dl and as high as 294 mg/dl while using the ilet system integrated with a dexcom g7 continuous glucose monitor (cgm), which prompted a factory reset, data sync, resumption of insulin delivery, weight entry, and successful pairing of the ilet and ilet mobile app. Symptoms included low glucose with dizziness. Outcomes included treatment guidance to use oral glucose for hypoglycemia and continued therapy on the ilet. Investigation included customer care remote troubleshooting and education focused on setup and operation of the ilet and cgm integration. Investigation of this case revealed no device malfunction was identified during support interactions, and the event was managed through user-guided setup completion and education on treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with system setup and hypoglycemia management.